Event description:
The healthy authority received a report of bilaterally implanted intraocular lenses (iol) in a patient with defects in the material creating glistenings or refractive anomalies in the matrix of the lens. The defects have created disabling glare effects. No further information is expected. There are 2 medical device reports associated with this patient. This report is for the right eye.

Manufacturer narrative:
A sample device was not returned for investigation. The device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The reporter did not provide any contact information for the surgeon; therefore, follow up was not able to be conducted. The manufacturer internal reference number is: (B)(4).